Event description:
A registered nurse reported to (B)(6) via email that a set of tego caps used on arterial/venous lumens were clotted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).